Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was unknown. Customer stated they did not receive a new transmitter. Customer was advised to call back when she get home so we can troubleshoot. Customer was at work and did not have the pump or transmitter. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 448 mg/dl. Customer treated her blood glucose.